Event description:
Leaking administration set while patient receiving infusion of chemotherapy. Diagnosis or reason for use: neoplasm requiring continuous infusion of chemotherapy. Is the product compounded: no. Is the product over-the-counter: no.